Manufacturer narrative:
Concomitant medical products: 4194 lead, implanted: (B)(6) 2007, 5076 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed right atrial and ventricular lead undersensing on the electrogram, and there was a recent increase in right ventricular lead threshold and a decrease in sensing. The leads remain in use. No patient complications have been reported as a result of this event.